Event description:
It was reported that the patient presented in clinic for follow-up. Device interrogation revealed the right ventricular (rv) lead exhibited intermittent capture due to high capture thresholds. The lead was capped and replaced on (B)(6)2023. The patient tolerated the procedure well and was in stable condition.